Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device's reload did not staple, and difficult to unload. A new reload was used to resolve the issue. There was no patient injury.